Manufacturer narrative:
Submit date: 08/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states the purple tip is not secure to the tubing and is coming off. This is causing the set to leak.

Manufacturer narrative:
A device history record was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. Three samples were received for evaluation. The reported issue was confirmed; a leak was found at the cross spike connector. The root cause is due to a dimensional gap between the connector and tubing. A formal corrective and preventative action was opened as a result. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.